Manufacturer narrative:
This report is filed, may 23, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance, pain, drainage and infection with the device. Subsequently on (B)(6) 2016 the device was explanted.